Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm was reading 333 mg/dl on her dexcom mobile app and tandem insulin pump. The patient took a comparison bg meter reading which was 555 mg/dl. The patient had abdominal pain and was vomiting. The patient called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 557 mg/dl. No cgm value was reported at this time. The patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 606 mg/dl. No cgm value was reported at this time. The patient was treated with IV fluids, IV insulin, zofran, and benadryl. The patient was still at the hospital (one day to date) with a bg level of 198 mg/dl at the time of report. Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. Once ems came, there was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient was in the ambulance and upon arriving the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.